Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 6th, the user contacted dario to report high blood glucose (bg) readings.the user reported receivng bg readings in the 300 mg/dl range from her dario meter compared to bg readings in the 120 mg/dl range from her non-dario meter.